Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. It was also found the customer had a cracked screen on their insulin pump. The customer's blood glucose was 392 mg/dl. Customer has corrected their blood glucose with a manual injection. The customer also reported dropping their insulin pump into the toilet prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarms noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection.